Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot am4284, and no non-conformance's were identified. Investigation summary: one detached needle and one suture of product code w9932, lot am4284 were received for evaluation. During the visual inspection of opened sample, the swage and attachment area were not as expected; since the hit of the stake was on the edge of needle, causing a incomplete swage. The suture was severely cut resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of the performance pull off - suture needle is incorrect swage defect resulting in a clip off defect three photos were provided for analysis. Upon visual inspection of the pictures, one detached needle, one used suture and one open box with some samples of product code w9932, lot am4284 could be observed. However, no conclusion could be reached. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient¿s post-operative course changed as a result of the extended procedure? If yes, please explain. Were there any adverse patient consequences? The initial event description mentioned "broken pieces". Please confirm: was the only issue with the device the suture needle pull off? Was there any suture breakage? Was there any needle breakage?

Event description:
It was reported that a patient underwent a perineum repair surgery on (B)(6) 2020 and suture was used. During the procedure, the suture pulled off the needle. The surgeon was not sure whether there were broken pieces that fell into patient, so an x ray was utilized and confirmed no pieces left. Changed to another suture to complete the surgery. The surgery was delayed for about 1 hour. The patient is stable now. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/29/2020. Additional information was requested and the following was obtained: was the patient¿s post-operative course changed as a result of the extended procedure? If yes, please explain. Unk. Were there any adverse patient consequences? Surgery delayed for about 1 hour. The initial event description mentioned "broken pieces". Please confirm: was the only issue with the device the suture needle pull off? Yes. Was there any suture breakage? Not reported. Was there any needle breakage? Not reported.